Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ syringe when injecting the medicine, the medicine leakage through the plunger splashing on professional's hand. No contact of it to skin/mucous membranes.there was no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: 3 representative samples were returned to the (B)(4) for evaluation. These 3 samples were leak tested with findings of 0 leakage therefore failure mode is not verified. DHR/bhr review: 6327747 was produced on 01/15/17 with no defects found in DHR. Investigation conclusion: root cause: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.